Event description:
Just returned from gynecological follow up appointment. I went to my doctor with complaint of very heavy menstrual cycles, abnormal menstrual cycles and mild cramping. He ordered an ultrasound and hysteroscopy with possible biopsy. Upon viewing the ultrasound, they found that one of my essure devices has dislodged itself and is in my endometrial lining. This required us to cancel today's hysteroscopy and need to schedule hysteroscopy with d and c to retrieve the device, removal of the other essure coil and tubal ligation via laparoscopy. As of this point in time, no harm is done other than financially for having to pay for another sterilization procedure. My essure was placed 6 years ago. Very disappointing and just grateful that further damage has not been done. Not sure this device should be on the market due to the dangers it can pose plus having to have a procedure done I thought I was avoiding - tubal ligation. Thankfully no sign of perforation as of this point in time.